Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, the jejunal tube was difficult to rinse. The patient was given substitution treatment. Attempts to obtain information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of jejunal tube occluded. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.